Event description:
It was reported that the patient presented in the hospital for a routine device change due to approaching eri. The physician elected to perform dft testing to ensure the reliability of the lead, and the programmer gave a bvvi message on the screen. The patient was rescued externally. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed the reported field event of a device reset. The root cause was damaged transistors in the hv circuitry. The cause of the hv circuit damage and the resulting device reset is undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.